Event description:
Boston scientific received information that this implantable defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements. All other diagnostics were good and stable. No adverse patient effects were reported.

Manufacturer narrative:
This lead is not expected for return as it was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The available information suggests this lead and device will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the device was explanted due to declaring elective replacement indicator (eri). During the device replacement procedure, this lead was capped and surgically abandoned. No adverse patient effects were reported.